Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed. During visual inspection the reported condition of a crack in minicap was verified. The cause was determined to be use error due to the customer over torquing the minicap on the transfer set. It was reported that the customer deliberately over tightened the cap in direct noncompliance with instructions from the nurse. The instruction for use provided with the device state that the minicap is to be hand-tightened clockwise onto the transfer set until firmly secured. The user is also instructed to ¿avoid over tightening the minicap disconnect cap.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the surface of a minicap. The reporter informed that they were instructed by the nurses to not over tighten the cap on the transfer set but they over tightened it anyway. The crack appeared about five hours after the connection. This event occurred during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.